Event description:
It was reported that the customer experienced high blood glucose of 400 mg/dl. She stated she was having problems with the insulin infusion set cannula staying in her body. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.